Event description:
Philips received information from a customer site that after the customer received philips' letter concerning the vertical brake on the brilliance big bore they experienced two occurrences in the same month of the couch dropping a few inches. The customer then continued the pt exam. There is no report of injury to pt or operator. The customer contacted their in-house service personnel who evaluated the system, who made no determination concerning the reported event. The customer then continued with normal daily routine.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. Philips field service engineer (fse) evaluated the couch and found that incorrect lubricant had been used on the slide rails. The fse removed the incorrect lubricant and applied the correct one. During his evaluation, the fse also found that the screws on the spline hub of the vertical break were loose, and tightened them. The fse ran the couch in the vertical direction several times. The customer confirmed there have been nonrecurrences of the reported event.(B)(4).